Event description:
Resident was being transferred with left to her bed. Caregivers heard a cracking noise and the hanger bar fell off of the lift with the resident and landed on her bed. No injuries were reported. Ref. MFR 9681684-2013-00088.